Manufacturer narrative:
(B)(4) - incision sutured, no product malfunction. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicon lens. Lens was removed, capsule bag would not support lens. The incision was enlarged and two sutures were used. An anterior chamber lens was implanted. Incident due to pre-existing weak zonules.